Event description:
It was reported that the catheter had issue with lubrication, hence experienced bleeding. Per follow up via email on (B)(6) 2020, the defective products were (presumably) 4 boxes, not just 4 separate catheters and took 1 catheter from each box, each of them having an issue. The customer continued this until they found some that didn¿t cause any pain/bleeding.

Manufacturer narrative:
The reported event was confirmed. There was no definitive root cause determined for the increase in lubricity complaints. It was determined however, that there were several confounding causes that could contribute to lubricity complaints. The fishbone diagram attached identifies those contributing factors to lubricity and increased complaints and rules out categories from being a root cause of the failure mode. A DHR review was not required because the investigation was confirmed. Labeling review would not be performed because the investigation was confirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had an issue with lubrication, hence experienced the bleeding. Per follow-up via email on 10dec2020, the defective products were 4 boxes, the customer took 1 catheter from each box, each of them having an issue. The customer continued and found that some did not cause any pain (or) bleeding.